Event description:
Pt injured in a motor vehicle accident, admitted 2004, and cooling system applied the next day. Machine senses the body temperature via a rectal thermometer, goals are dialed in and the machine adjusts the water flow accordingly. Pads changed in evening thirteen days later because of low water pressure alarm. Three pads reapplied for approx 30% coverage. No further alarms, and skin was intact, slightly red and cool to touch as expected. The next morning skin assessed and noted that area under pads on thighs were deep purple in color and reddened around edges. Spot also noted on right scapula. Skin cool to touch. System removed, pt treated and notified.